Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer went into lake and then insulin pump started beeping. Fluid was seen under lcd display. Insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. H6 (investigation findings and investigation conclusions code) code has been added and being submitted via this follow up report, which were not complete in the first follow up report. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: the pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. The pump was cut open to perform as visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). The motor, and force sensor. A review of the downloaded trace/history files show multiple sequential critical error handling alarms (pump error 4 and 63). On 7/5/2021 at 13:32 the pump alarmed 63 alarm (file number = 2005, line number = 9926, variableinfo = 15) and pump error 4 (linenumber 2727 filenumber 32122), caused by the twi (two wire interface) hardware failure, which triggered the critical pump error (open book image) alarm, fault isolated to the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked select button keypad overlay, serial number label faded, and pillowing keypad overlay. Critical pump error (open book image) alarm, pump error 4 alarm, moisture damage, and cosmetic damage on the keypad overlay are all confirmed. Pump error 63 alarm due to electronic stack.

Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged critical pump error (open book image) alarm, moisture damage, and cosmetic damage (cracked select button) on the keypad overlay found on (B)(6) 2021. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. The pump was cut open to perform as visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). The motor, and force sensor. A review of the downloaded trace/history files show multiple sequential critical error handling alarms (pump error 4 and 63). On 7/5/2021 at 13:32 the pump alarmed 63 alarm (file number = (B)(4), line number = 9926, variableinfo = 15) and pump error 4 (linenumber 2727 filenumber (B)(4)), caused by the twi (two wire interface) hardware failure, which triggered the critical pump error (open book image) alarm, fault isolated to the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked select button keypad overlay, serial number label faded, and pillowing keypad overlay. Critical pump error (open book image) alarm, pump error 4 alarm, pump error 63 alarm, moisture damage, and cosmetic damage on the keypad overlay are all confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.